Event description:
The customer reported that the duramax catheter was implanted and eight months later, while ongoing hemodialysis, the patient accidentally pulled out his catheter without much strength and the dialysis machine stopped immediately.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation, and the failure mode was not confirmed, and the root cause is unknown. A review of the device history and complaint database could not be performed since the lot number was not provided.